Event description:
It was reported that the patient was doing well clinically but had multiple areas of rescue tape on their driveline. Log file analysis observed multiple no external power alarms while on the mobile power unit; these were caused by the power to the mpu being briefly interrupted. Related manufacturer's reference # for the driveline damage: 2916596-2021-07521.

Manufacturer narrative:
The serial number was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. The log file contained data spanning 5 days ( (B)(6) 2021 per the timestamp). The log file captured no external power and low voltage hazard alarms due to temporary losses of power while connected to the mpu on (B)(6) 2021 at 21:19:01 and on (B)(6) 2021 from 10:16:36 to 10:17:21 the alarms were resolved when power from the mpu was restored. The system controller backup battery supplied power to the system during the losses of external power. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Multiple requests for additional information (including the serial number of the mpu, if the mpu would be returned for evaluation, if the mpu has a v-lock connector on the ac power cord, if it is known if the power cord came loose from the wall or from the back of the unit, or if there were any environmental circumstances that would have affected ac power at time of the event, such as a loss of power to the house) were made; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. The heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and the heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. The heartmate ii patient handbook and the heartmate ii IFU under section 3 ¿powering the system¿ explains the various ways to power the heartmate ii lvas, including how to use the mpu and the actions to take in the event of a power failure. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The serial number was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was doing well clinically but had multiple areas of rescue tape on their driveline. Log file analysis observed multiple no external power alarms while on the mobile power unit; these were caused by the power to the mpu being briefly interrupted. Related manufacturer's reference # for the driveline damage: 2916596-2021-07521.